Event description:
It is reported that the device was implanted in 2007. The patient's femur fractured intra-operatively and was cabled to correct it.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: intra-op details are unknown. Exact cause for current situation is unknown. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore manufacturing records could not be reviewed.